Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Upon review of the sensor data available in the data management system (dms), there was limited information to fully assess the issue as the user has been unresponsive to multiple communication attempts. Further follow up or investigation was not possible as the user remained unresponsive. Per dms review, the user was using the system with up-to-date information.